Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read ¿high¿ (27.8 mmol/l) (500 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include dizziness, nausea, drowsiness and vomiting. When removed from the infusion site (arm), the pod's cannula was found bent. The patient was treated with an insulin infusion and was released the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.